Event description:
Deflation difficulty. The report received indicated that physician inflated the balloon successfully; however, upon deflation, the balloon would not deflate. Consequently, the physician forced the balloon into the guide catheter and retrieved the entire system. There was no patient injury reported; however, the patient experienced a dropped in blood pressure.

Manufacturer narrative:
The product has been returned for evaluation; however, as of to date the evaluation has not been completed. Additional information will be submitted within 30 days upon receipt.